Manufacturer narrative:
The lens was returned posterior side up in a non-company lens case. Solution was dried on the lens. The optic has scratches and a deep scrape mark in the central optic zone. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the patient had previous photorefractive keratectomy (prk) and was out of contact lens for one week before final measurements. The company, 18.5 diopter, (1.5 extended depth of focus) lens was replaced with a 21.5 diopter, non-company monofocal (non-extended depth of focus) lens. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. In this case, a 3.0 diopter higher power iol was selected. The exchange for a 3.0 diopter higher lens model may suggest that the replacement lens was an improved choice for the patient's vision needs. Based on the information provided, the event does not appear to be related to the product. No additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient unhappy with vision acuity. The lens was explanted in a secondary procedure after 6 week of initial implantation. Additional information has been requested.